Event description:
The doctor reported that this abutment screw fractured post restoration.

Manufacturer narrative:
Investigator confirmed the complaint after review of the provided x-ray. The component was not returned and no lot or order number was provided. The review of the product's history did not indicate any manufacturing deviation that could cause this condition. No definitive root cause could be determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.